Event description:
Event description guidant received information from this pacemaker patient, that this device allegedly failed four years prior and was successfully replaced with a competitor's device.